Event description:
Voluntary medwatch received states the lead was explanted due to advisory. The lead was successfully explanted and no adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5175771.